Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 10000 mcg/ml at 1530 mcg/day and clonidine 550 mcg/ml at 76.5 mcg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. A motor stall was seen at initial interrogation and the pump status and/or event log showed a motor stall occurred on (B)(6) 2016. The patient did not recently have a MRI. The pump was read earlier on (B)(6) 2016 but it was not updated and shortly after the patient heard an alarm, so they re-read the pump and now it showed a motor stall. The reporter believed the time of the stall log was very close to the time the pump was read, but the hcp was clarifying that. The rep was to follow up the hcp. No symptoms were reported. It was unknown if the drug was related to the stall. Additional information received from the rep from the hcp¿s office indicated they tried updating the pump to see if that might clear the stall since the timing of it happening near when they read the pump was unusual, however there was still no recovery in the logs. The patient was starting to have withdrawal-type symptoms including feeling "jittery" so they are going to start an IV. The patient was given a dilaudid intravenous (IV) to control pain and the patient was taken by emergency medical service (ems) to the hospital on (B)(6) 2016. The patient was going to have the pump replaced that evening, but it was discovered he was on coumadin, so it was delayed. The patient was doing fine, and they were now considering just explanting the pump and not replacing. The decision had not been made yet as to what they will do. If he gets explanted, the pump would be sent in for analysis. The cause of the motor stall was unknown. The pump logs were examined on (B)(6) 2016 and showed the pump was in flex mode and the patient was receiving fentanyl 10000 mcg/ml at 1530 mcg/day and clonidine 550 mcg /ml at 84.16 mcg/day and the motor stall occurred on (B)(6) 2016 at 09:11.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.